Event description:
Related manufacturer reference number: 2017865-2021-32298. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have over-sensing of noise, resulting in inappropriate automatic mode switch. Additionally, interrogation of the pacemaker revealed signal artifact. The over-sensing and noise was unable to be replicated. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout and no symptoms were reported.